Event description:
Patient reported left side, "pain, discomfort, and breast rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reports pain and discomfort in breast rupture. Device has been explanted. This relates to the left device.

Event description:
Device has been explanted.